Event description:
Procedure type: colectomy. According to the reporter: the staples suture opened up although the staple machine had fired. They believe the staples were malformed. The surgeon needed to remake the anastomosis manually preferring not to open a new machine. Allegedly, there was injury to the pt and the pt needed medical intervention. No additional info available at this time.

Manufacturer narrative:
(B) (4). (B) (4).